Manufacturer narrative:
Philips service replaced the power inverter (451210513887) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a failure in the pedals, suspected to be related to the miu or hivo unit issue on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.